Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that fairly soon after implant, they noticed that the implant had moved into the breast tissue. The patient has spoken with the clinic about the implantable cardiac monitor (icm) migrating. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.